Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 540 mg/dl. Bg level was addressed with a manual injection. Reportedly, the customer changed pump supplies and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.